Manufacturer narrative:
Product ID: 3093-28, lot# v498347, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
The patient reported that the neurostimulator had moved, and she thought it started to move within the last year however she noticed it some months back. The patient indicated that it was now directly on her backbone. It was noted that the patient received regular bone density screening due to bone condition and was told by the technician that she was unable to scan lower back as device was right on patient¿s tailbone. It was indicated that patient had had several falls, loses her balance and had injured her face as a result. The patient mentioned that the stimulation was irritating to the lips of her vagina, she then turned stimulation off and it had been off for at least one year. The patient wanted the device/system removed. The patient reported that she never had therapeutic effect. The patient had had some reprogramming sessions but however that did not help. The patient also mentioned that the implanting hcp told her that he couldn't hold off the wire on one side. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.